Event description:
The event involved a 4" smallbore quadfuse ext set w/4 microclave® clear, 3 check valves, 4 clamps (3 white, red), rotating luer where the customer reported that the extension port to which patient's dinutuximab was connected, bowed and cracked. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to mfg: 9 may 2025. Investigation summary: received one (1) used. List #mc33688, 4" smallbore quadfuse ext set w/4 microclave® clear, 3 check valves, 4 clamps (3 white, red), rotating luer; lot #unknown. One (1) used. List #unknown, chemolock port; lot #unknown. The microclave attached to a chemolock was observed to be bent. The reported complaint of a bent connector and a leak could be confirmed. During testing a leak was observed on the connection of a microclave and a check valve. The probable cause of the leak and bent connector is from an incomplete insertion during assembly in ensenada. The lot # review could not be conducted because no lot number(s) was/were identified.